Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3887-33, lot# l78344, implanted: (B)(6) 2000, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient¿s whole body, bladder, groin, stomach, legs, and everything was vibrating and would not stop. It had been going on for months and was really bad for about a week and was progressively getting worse. It was had started a few months ago (maybe (B)(6)). Their groin, stomach and legs were numb since (B)(6) 2017. There were no reported falls or traumas. During the call the patient programmer was synchronized an unknown error code with the ¿device not supported¿ message was seen. This had started the day of the call. The patient was concerned a lead wire could be loose. Hcp listings were provided. No further complications were reported.